Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device noted that the whole monofilament was returned loose and the needle tip was still attached to the rail end. The anterior cuff was engaged to anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and this confirmed the reported complaint. There was no needle strike mark on the posterior foot. During the investigation, the plunger was inserted. The needle trajectory, needle depth and push mandrel travel were acceptable. Based on the investigation findings, the most probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. It was reported that a proglide device was used for arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Whether calcification of the femoral artery contributed to the event is unknown. Per instructions for use (IFU) for proglide under contraindications (lesions): patients exhibiting calcification which is fluoroscopically visible at femoral artery. There were no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the finished product lot history report was performed and did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up will be submitted with all the relevant information. The second proglide device will be reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that a physician unknown if trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional (pci) procedure. Reportedly, the "suture did not come out of the proglide body". It is not known how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
Subsequent to the initial medwatch report, additional information was received which states that after the needles were deployed by two trained physicians, in a moderately calcified femoral artery, no sutures were retrieved. A second proglide device was used with the same results. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.